Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system was received. A visual and tactile examination of the device found that hypo tube was broken 220mm distal to the strain relief with multiple kinks along the full catheter length. No issues with mid shaft, inner or outer polymer extrusion. The crimped stent and balloon sections of the device were visually and microscopically examined. The undamaged section of the crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. Stent strut row 1 on the distal end of the stent is damaged and deformed. No issues with the balloon. The tip was visually and microscopically examined and no issues were noted. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specification. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 08-sep-2017. It was reported that crossing difficulties were encountered. The target lesion containing an acute bend was located in the tight calcified right coronary artery (rca). Following pre-dilation, a 3.00x16mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed using a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and hypotube break.